Event description:
Wow was plugged in when it started smoking. Facilities was called by the nursing unit to assist. The plug was cut. The device remained on the unit but was not utilized. The outlet was tested and deemed safe for use